Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal "grinding mechanical noises" while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal "grinding mechanical noises" while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The driver in "as received" condition passed all test acceptance criteria with no anomalies or alarms. The driver was tested for an additional 48 hours at normotensive settings and it functioned as intended. The customer-reported unusual noise was not reproduced, and the root cause of the issue could not be determined. The downloaded electronic data did not include any permanent alarms that occurred while the driver was supporting the patient. The customer did not report any fault alarms. Despite the customer-reported noise, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.